Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device was found to be missing rubber feet and missing a cable clamp. Rubber feet and a cable clamp were installed to address the issues. The device was returned to the service technician for additional evaluation due to a failed repair test. The device failed the pprox. Pressure verification test step. The device's flow sensor assembly was replaced to resolve the failed test issue. The rubber feet and cable clamp issue are not related to the reportable malfunction/issue of the test failure.